Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem was confirmed. The device evaluation found a "crack" on the adhesive at the a-rubber glue of the c-cover.

Event description:
The user facility reported to olympus their scope leaked. The user facility indicated that the problem was found at reprocessing and no patient involvement associated with the device problem was reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The DHR was reviewed and it was confirmed that the subject scope was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The legal manufacturer was unable to conclusively determine a root cause.